Event description:
Subsequent to device application the gear on metaphyseal arc slipped. Md was able to regain reduction by "dialing back" on the fixator. Subsequent to that a second slippage occurred requiring a second correction to the reduction. The fixator will be replaced. It should be noted additional surgeries were not required. All corrections were done in the physician's office.